Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the tip on the craniotome device was bent and drilled. It was further observed that the cutter device could not be inserted into the craniotome device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the visual and the cutter insertion assessment and also has a bent foot. Therefore, the reported condition was confirmed. It was further observed that the bearings were worn out and loose creating a situation where the cutter was not able to inserted. It was noted that this is because the bearings were no longer in axial alignment which did not allow the cutter to pass through. It was noted that the issue with the bent foot dura guard (protective foot) is due to excessive force being placed on the device during use. The assignable root cause was determined to be due to wear from normal use and servicing and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.